Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval: yes. D.10 returned to manufacturer on: 2020-08-04. Investigation summary: one sample was provided to our quality team for investigation. Upon visually inspecting the product, the barrel of the syringe is observed to be cracked near the 32ml marking, causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for lot: 2004254, finding one annotation related to this defect. During the assembly process, a failure was detected in the assembly machine related to the misalignment of the cylinder entry system, causing damage in the 30ml section of the cylinder. Once the failure was detected, the mechanical team repaired the equipment and impacted units were scrapped. It was determined this incident is likely related to the failure identified as well as the product not being properly discarded.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: leakage of a liquid in a syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: leakage of a liquid in a syringe.